Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval could not be performed. If the device is returned an eval will be performed and a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed for system error 322 during an infusion of fentanyl at a rate of 15 ml/hr in the trauma ICU. It was reported that there was no patient injury.